Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that the shaft was damaged. While inserting a guidewire into an 1.5x20mm emerge push balloon catheter, resistance was encountered. Upon removal of the balloon catheter shaft damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis reveled tears in the shaft.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection of the shaft revealed a longitudinal tear in the inner and outer shaft at the guidewire exit notch. Inspection of the shaft material in the area of the tear presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. Functional testing was performed by using a 5f convey guide catheter as the guide catheter from the clinical event was not returned for analysis. The emerge device was successfully advanced through the convey guide catheter with no unusual resistance. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).